Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the temperature sensing foley catheter displayed a very high value temperature, more than 40 degree celsius (#ngfs0606) (#ngfp1493). Customer also stated another in temperature sensing foley catheter no temperature value was displayed for many hours and only the three asterisk were displayed (#ngez3274).

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿sensor wire too weak/ thermistor chip too weak/ handling damaged¿. It is unknown whether the device had met relevant specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Sterile: unless package is opened or damaged. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Warning: this product should never be connected to the temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. Refer to the instructions for use. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient. Valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities 8 fr. And 10 fr. (3cc balloon): use 3.5cc sterile water 12 fr. (5cc balloon): use 5.5cc sterile water 14 fr. And larger (5cc balloon): use 10cc sterile water do not exceed recommended capacities. Caution: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheters. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable laws and regulations. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Note: compatible with appropriate 400-series temperature monitors. Interchangeability + 0.2oc at 37oc. Caution: as with all temperature probes: in the presence of rf energy sources: local heating, temperature errors, and probe damage may occur. In medical use, unplug the temperature-sensing catheter at the extension cable before activating electrosurgical or other types of direct coupled rf energy sources. Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter.". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature sensing foley catheter displayed a very high value temperature, more than 40 degree celsius (ngfs0606) (ngfp1493). Customer also stated another in temperature sensing foley catheter no temperature value was displayed for many hours and only the three asterisk were displayed (ngez3274).